Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complaint, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician experienced difficulty seating the electrode array. Post device seating, the physician received several unsuccessful cavity integrity assessment (cia) tests. The device was removed and "upon the hysteroscopy the physician found a perforation at the midline of the fundus". The novasure procedure was aborted. The physician prescribed antibiotics and the patient was discharged home. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.